Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: ail detailed inquiry description: surgical unit: I responded to a bbraun pump air alarm on a secondary infusion. When I inspected the line, the fluid was primed through the proximal tubing just pass the flexible portion that seats in the pump. Then there was no fluid. When we talked to the nurse, she said that she primed the secondary infusion on the pump, and she absolutely saw fluid flow all the way to the end of the tubing and out of the end of the tube. The antisiphon valve was in place. So I have no idea how there was nothing but air in the tubing after the flexible portion. No injury reported.